Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. Upon evaluation, there was contamination on the battery board, computer/analog board, and bedside board. The cause of the inability to power on is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger modem.

Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that the charger would not power on. The patient was issued a replacement charger/modem.